Manufacturer narrative:
The relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml dilaudid at a dose of 2.7 mg/day, 20 mg/ml bupivacaine at a dose of 5.2 mg/day, and 200 mcg/ml clonidine at a dose of 54.02 mcg/day via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2017. During normal scheduled replacement of the pump, the catheter broke off in the pocket when replacing the pump, a new pump segment was attached. The piece of the catheter that broke off would not be returned for analysis as the customer discarded it. The patient was having no signs or symptoms, was in for normal scheduled pump replacement. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. 10 cm of new pump segment was implanted. The issue was resolved at the time of this report and the hcp had no further information. The patient's status was "alive- no injury" and no further complications were expected or anticipated.